Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Event description:
It was reported that the pump exhibited a primary audible alarm and force sensor bridge failure. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device tamper seal was broken. The event log history was reviewed and evidence of error messages was found. Upon function testing, the reported force sensor bridge test error was duplicated, but the primary audible alarm could not be duplicated. The force sensor was found to not operate as intended. The root cause is unknown. A corrective and preventative action was initiated to investigate the primary audible alarm issue further. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.